Event description:
According to available information, this device required revision due to not pumping. The patient reported that he had a surgery because his device was not pumping up. The patient reported that he is still unable to pump it and that he was told to wait another year. Patient reported he is still in pain. The device auto inflates, and it is hard to deflate.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.